Manufacturer narrative:
Additional information: b5, h6 (updated codes), h11. B5: additionally, when the pump was programmed, the pump beeped twice with each entry. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of faulty keypad. When the 6 is pressed it activates both 6 and 9. When the 8 is pressed is activates both 8 and 5 and seems to be an intermittent issue with this pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.